Manufacturer narrative:
(B)(4). Batch # = m92m1n. The analysis found that one pce60a device was returned in good visual condition and with three ecr60d cartridges present. The cartridge (b) was received unfired. The cartridges (c and d) were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni.

Event description:
It was reported that during an open pancreaticoduodenectomy, it was found that some deployed staples in the middle of the outer line of the first firing on the stomach tube at about 14:00 were loosely b-formed when the stomach and the jejunum intended to be anastomosed at about 17:00. The device was fired two times on the stomach tube with gold cartridges by approaching from the greater curvature since the target tissue was not completely cut at the first firing. Additional suture was performed to complete the case. There were no adverse consequences to the patient. The doctor commented that the target tissue was regular and the device did not put an extra load on the tissue.